Event description:
Received info that load fill tubing was stopped at 9.8 units and a message asking for minimum of 50 units of insulin was displayed. Reportedly, the cartridge had been filled with 150 units. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.